Manufacturer narrative:
(B)(4). The reported field event of a connector anomaly was confirmed in the laboratory. Visual inspection identified silicone material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty in rotating the set screw. (B)(4).

Event description:
It was reported that an alert was received showing non-sustained rv oversensing on the ventricular channel. X-ray imaging of the device header revealed that the leads were not fully inserted into the header port and that no locking pin was seen. Device was explanted and replaced. No complications for the patient were noted during the procedure.